Manufacturer narrative:
The insulin pump was received button error alarm and intermittent button response due to corroded keypad traces. The insulin pump passed displacement test, unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm. No unexpected restart alarm and no external ram error alarm noted. The insulin pump was received with scratched lcd window, cracked reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.